Event description:
An employee alleged that she had experienced small, air filled blisters on her hands which eventually pop and create yellow scabs immediately after using the caviwipes product.

Manufacturer narrative:
The product was not returned; therefore, a visual and physical evaluation was performed on a retained sample, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters. In addition, no similar complaints were received with regard to this lot.

Manufacturer narrative:
The employee sought medical treatment from a general physician, who referred her to an allergist. The allergist performed a chemical allergy test panel and diagnosed her with an allergy to a chemical which is not contained within the caviwipes. The allergist also prescribed the employee mometasone for treatment and referred her to a dermatologist. The dermatologist prescribed her clobetasol for treatment of her symptoms. The employee reported that although she has not fully recovered, she is feeling better at this time. No further doctor's appointments are planned with regard to this incident. Metrex has requested that the complainant report any new information with regard to this incident should any changes occur. An update will be provided if any new information becomes available. The product was not returned. A retained sample evaluation is expected, but has not yet begun.